Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
It was reported that during an attempted implant, poor thresholds were observed. During lead repositioning, patient became asystolic. The patient experienced cardiac tamponade. The perforation was treated via pericardial centisis. The physician removed the lead and implanted a new lead with no further complications.